Event description:
The customer called carefusion tech support to report that one day their ventilators was alarming motor fault and vent inop. They replaced the main printed circuit board (pcb), and the problem was corrected. The ventilator was on a pt when the reported event occurred. The ventilator was removed from the pt and the pt was placed on another ventilator. According to the customer, there was no harm done to the pt.

Manufacturer narrative:
(B)(4). Carefusion is in the process of finding out which hosp the reported event occurred. A followup will be submitted once this info is obtained. Carefusion tech support determined that the probable cause of the described event, was a faulty main printed circuit board (pcb). A replacement main printed circuit board was shipped to the customer. Carefusion tech support also issued a returned goods authorization (rga) number to the customer for the return of the alleged faulty main printed circuit board (pcb) for eval. As of 02/26/2015 the alleged faulty main printed circuit board (pcb) has not been received. Should the alleged faulty main printed circuit board (pcb) be received and evaluated, a follow up medwatch report will be submitted.